Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Therefore, the manufacture and expiration dates are unknown; and we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct to treat several cholangitis episodes during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. Months post-procedure, the patient experienced pain in the stomach area and on (B)(6) 2025, a CT scan was performed. The results showed the stent migrated into the small bowel. The CT scan showed parastomal hernia but there were no signs of incarceration or perforation. The patient developed increased stomach, fever, increased c-reactive protein (crp) level (10mg/l) and white cells. Another CT scan was performed on (B)(6) 2025, the patient experienced vomiting and no gas or feces emptying from the stoma, and a perforation was noticed. This new CT scan showed small amounts of extraluminal gas and an edema around a short part of the small bowel just orally to the dislocated stent. On (B)(6) 2025, the c-reactive protein level of the patient was 221 mg/l. The patient had a dislocation of the stent from the main biliary duct, and because of a hernia the stent could not pass through the small bowel and the stent eroded and finally perforated the bowel wall. After the perforation was diagnosed, peritonitis followed the adverse event, and at this point it was decided that the patient should just receive palliative care. This means painkillers, sedative, steroids etc. The patient died due to complications related to the perforation on (B)(6) 2025